Event description:
The customer reported that their display monitor for the acuity central station was not working for an unk reason. This resulted in a temporary inability to centrally monitor pts. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
H3: the device has been rec'd, but add'l time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.